Manufacturer narrative:
The event took place outside of the united states (in france) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to dislocation occurred (B)(6) 2020. 40/+6 humeral cup was removed and replaced by a 40/+6 humeral cup and a +9 humeral spacer for a total of +15 spacing. Primary surgery on (B)(6) 2020.